Manufacturer narrative:
Baxter requested permission to inspect the prismaflex® control unit but it was reportedly not available for inspection. The prismaflex® control unit serial number and m150 filter set lot number were not provided. The exact root cause of the reported event remains unknown.

Event description:
A patient with a poor prognosis was undergoing continuous renal replacement therapy (crrt) on a prismaflex control unit and a m150 filter set. Pink tinged effluent was discovered and an effluent sample was sent to the lab for testing. The sample showed hemolyzed rbcs. The clinic declined to provide patient specifics but said the patient was hemolyzing internally. The m150 filter set was exchanged and the patient continued to have pink tinged effluent. The physicians were unable to determine the cause of the hemolysis. Based on the patient's underlying medical condition care was withdrawn and the patient expired shortly after. No blood leak alarm was reportedly issued by prismaflex control unit. The prismaflex control unit serial number and m150 filter set lot number were not provided.